Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient temperature indication suddenly changed below 30 degrees celsius or less during use of the temperature sensing catheter. The same problem occurred continuously even after replacing the extension cable with a new one.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the patient temperature indication suddenly changed below 30 degrees celsius or less during use of the temperature sensing catheter. The same problem occurred continuously even after replacing the extension cable with a new one.